Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies when using the device. The implanted device remains.